Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 241 mg/dl. Upon troubleshooting, it was found that insulin did exit the tubing and that the cannula of the insulin pump was bent. Advised performing a complete infusion and reservoir set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.